Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. A visual inspection confirmed the reported issue. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a torn downstream occlusion sensor. There was no patient involvement, no patient injury was reported.